Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure wedge resection - minimally invasive lobectomy, on lung resection, the stapler was able to fire, the jaws of the device locked on the tissue and they could not remove the device from the tissue. They excised tissue around the locked jaw to remove the instrument. The surgical time was extended by thirty minutes or more and was converted to an open procedure. The incision was extended by more than once inch. The patient was hospitalized.